Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID 7482a40, serial # (B)(4), product type extension; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 7482a40, serial # (B)(4), product type extension. (B)(4).

Event description:
It was reported that there was premature battery depletion. There was an impedance issue. The lead/extension was broken or fractured. The action required as a result of the event was a replacement. It was noted that the patient had come to hospital because the impedance of his system was bad, it was probably high. The healthcare professional (hcp) decided to change the lead and extension. At the start of the procedure the hcp interrogated the device and there was an end of life (eol) after only one month. The hcp decided to change all of the system. Patient was alive with no injury. The replacement took place on (B)(6) 2013. X-rays were taken and no macro fracture was visible. The last impedances were high but it was unknown if the patient was low before. It was noted that after reprogramming an increase in voltage they had not had patient effect. It was noted that the patient was now receiving effective therapy after all the system was changed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the battery had reached its normal end of life and was able to do telemetry and output just fine. Analysis of the lead found that the body conductor had broken within 10cm of the connector area. Analysis of the extension, serial# (B)(4), found that the body had been cut through and the product had thus been segmented. The previously reported conclusion code 92 no longer applies to this event.